Event description:
Guidant, now boston scientific, received information that the patient with this atrial lead experienced lethargy, palpitations and was not feeling well since implant. Interrogation revealed increased atrial threshold measurements, inadequate sensing and loss of capture. A revision procedure was performed, this atrial lead was surgically abandoned and replaced with a non-guidant lead. In addition, the device was removed, replaced and returned for analysis. Analysis concluded the device met specification. Subsequently, approximately three years later, additional information was received. The patient with this lead and device also experienced symptoms of "pain" and "fluttering" at their shoulder causing bruising requiring hospitalization. A hospital technician did not confirm device or lead involvement. However the patient expressed concern that this lead was "broken" after a discussion with another person with similar symptoms of "fluttering in his shoulder" due to a "broken" lead. No additional adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. As this lead was not returned, analysis was unable to be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.